Event description:
E002 error displayed on monitor during clinical follow-up (post-implantation) leading to device explantation.

Event description:
E002 error displayed on monitor during clinical follow-up (post-implantation) leading to device explantation.

Manufacturer narrative:
The return catheter is non-compliant. An error in setting the fictitious zero in production has caused a written error in the dongle's memory, resulting in an e002 error code at the next connection in use.